Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed occurrences of 1870 and 1871 error codes. The investigation found that the pump displayed error code 1870 on power up. A faulty motor was replaced on the pump. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1870. No adverse effects were reported.

Manufacturer narrative:
Additional information: b3. One cadd legacy 1 pumps - 6400 was returned for analysis to investigate error code 1870. The pump was functionally and visual inspected. The customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. It's recommended that the faulty motor be replaced.